Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The issue has been confirmed in the provided log files and was resolved by replacing the inspiratory pipe, this issue will be detected by the system pre-use check and appropriate measures can be taken. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).